Event description:
When poly was inserted it wouldn't sit down on the medial anterior side. There was nothing in its way (ie no cement caught in tray). It was if the wire wouldn¿t go past the little tab on the anterior lip of the tray. It was still wouldn't up and down anteromedially, it was removed and a new poly was put in, which locked down with no dramas.

Event description:
When poly was inserted it wouldn't sit down on the medial anterior side. There was nothing in its way (ie, no cement caught in tray). It was as if the wire wouldn't go past the little tab on the anterior lip of the tray. It was still positioning up and down anteromedially, it was removed and a new poly was put in, which locked down with no dramas.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
There are significant marks and indentations on the insert component including marks on the inferior and posterior surfaces of the component, which is evidence that the insert component came into contact with some form of resistance during the attempted positioning and locking of the insert into the baseplate component. The event as reported was confirmed. DHR review for the reported lot was satisfactory. Chr review for the reported lot confirmed that there were no similar events reported for the lot. The investigation concluded that the seating issue was caused by an obstruction encountered by the insert component while trying to engage the component with the baseplate.